Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3887-33, lot# j0222915v, implanted: (B)(6) 2002, product type lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3887-33, lot# j0222915v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported longevity calculations showed five years. It was noted the patient¿s stimulator was probably lasting longer due to high impedances. It was reported some contact combinations had impedances greater than 4,000 ohms. It was noted the patient had great coverage, good therapy, and did not complain of any issues. It was reported the patient had no falls or trauma associated with the issue. It was noted the start date of the high impedances was unknown.